Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no patient injury involvement. The error were found during testing. No further information was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.